Event description:
When stent was unable to cross mid rca lesion, stent was removed, but got dislodged from balloon before entering the guide. Entire system was then pulled out of the sheath. It was noted the stent was not on the balloon.